Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, reported by a pharmacist who contacted the company with a product complaint, concerns a male patient of unknown age and ethnicity. The patient was taking an unspecified medication via a humapen savvio gray, subcutaneously; for an unknown indication and since an unknown date. On an unknown date, when the patient tried to set 20iu, the pen dosed incorrectly. Further described, a funny noise was coming from the pen, it rattled and jammed. The pen felt like it did not work. The pen was returned to pharmacy, needles were changed and pen worked. Priming was explained by medical information. This device was associated with product complaint (B)(4)/lot number: unknown. The operator of the device was the patient and his training status was unknown. It was unknown how long the patient had used the device model. If device was returned, evaluation would be performed. Status and return status of device were not provided. The pharmacist noted the pen dosed incorrectly. Update 23dec2021: initial information was received on 17dec2021 from pharmacist with additional information received on 23dec2021 from the global product complaint database which were processed together. Cirm notification via global product database was initially provided but then cirm status changed to no. As a device specific safety summary was not provided, the malfunction and malfunction type were not updated to no at this time for pc (B)(4) associated with unknown lot of humapen savvio device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow up will be submitted as this product was processed as a cirm in error.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4) this device case, reported by a pharmacist who contacted the company with a product complaint, concerns a male patient of unknown age and ethnicity. The patient was taking an unspecified medication via a humapen savvio gray, subcutaneously; for an unknown indication and since an unknown date. On an unknown date, when the patient tried to set 20iu, the pen dosed incorrectly. Further described, a funny noise was coming from the pen, it rattled and jammed. The pen felt like it did not work. The pen was returned to pharmacy, needles were changed and pen worked. Priming was explained by medical information. This device was associated with product complaint (B)(4)/lot number: unknown. The operator of the device was the patient and his training status was unknown. It was unknown how long the patient had used the device model. Status of device were not provided. The device was not returned to the manufacturer. The pharmacist noted the pen dosed incorrectly. Update 23dec2021: initial information was received on (B)(6) 2021 from pharmacist with additional information received on 23dec2021 from the global product complaint database which were processed together. Cirm notification via global product database was initially provided but then cirm status changed to no. As a device specific safety summary was not provided, the malfunction and malfunction type were not updated to no at this time for (B)(4) associated with unknown lot of humapen savvio device. Corresponding fields and narrative updated accordingly. Update 07feb2022: additional information received on 01feb2022 from global product complaint database, cancelled the product complaint number (B)(4); and no longer considered a cirm. The complaint number was removed from the product's tab for humapen savvio device; malfunction field updated to unknown. (B)(4) was received and processed. Corresponding fields and narrative updated accordingly.